Event description:
The patient presented to routine clinic with elevated ldh (800's). The patient was admitted for IV treatment. The IV treatment did not prove beneficial as ldh numbers continued to rise and peaked at 1800's. At this point the decision was made to perform surgery exchange the pump. The patient had been on this original pump approximately 3 years and 5 months.